Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Possible high left ventricular (lv) lead threshold was also noted. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.